Event description:
On (B)(6) 2012, the patient contacted animas alleging that on (B)(6) 2012 she was experiencing a blood glucose (bg) value around 250mg/dl and stated that she had a bad taste in her mouth and felt groggy. The patient stated that the bgs would be high at times and that her mouth was dry. There were air bubbles noted in the cartridge. The patient reportedly changed out the site/set and bolused 3.5 units of novalog u100 insulin via the pump. Replacement cartridges were sent to the patient and the patient stated that they worked fine. The patient also stated that once the replacement cartridges were depleted, the air bubbles returned. The patient reportedly could smell insulin in the cartridge compartment. The patient reportedly used a tissue to check the cartridge and the cartridge compartment and stated that they both were dry. During troubleshooting, customer support (cs) reviewed the filling technique with the patient and noted that the cartridge was not being cycled twice prior to filling it with insulin. There were no other technique issues noted by cs. It was indicated that the patient was using room temperature insulin and that the patient pushes out the air bubbles via the prime step. Cs advised the patient to change out the site/set for unexplained bgs that are above 250mg/dl and to follow up with the health care provider (hcp). This complaint is being reported due the patient's hyperglycemic event while using insulin pump therapy and due the patient reporting air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: no cartridge has been returned; a retained sample was evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passed visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures occurring. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed.